Event description:
On (B)(6) 2026, the patient wore the pod on the arm for between 5 and 24 hours when the pod became dislodged during showering. Following dislodgement, blood glucose increased to 425 mg/dl, confirmed by fingerstick. A new pod was not applied, and correction with insulin pens was attempted. The patient subsequently experienced vomiting, headache, and general unwellness and sought medical attention the same day, resulting in hospital admission. During hospitalization, hyperglycemia persisted for the initial days. On day three of hospitalization, a new pod was applied, after which blood glucose levels began to improve. Treatment included insulin pens and concomitant medications (atorvastatin 10 mg, folsäure [folic acid] 5 mg, amlodipin [amlodipine] 5 mg, and candesartan 8 mg), along with vitamin supplementation. The diagnosis was hyperglycemia. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.